Event description:
According to the reporter, during a laparoscopic robotic arthroscopic esophagectomy, during esophageal resection, after the product was removed, the firing was completed until the end, but the jaws did not open and the knife and clamp cover button did not return.to submit the specimen inside the jaws for biopsy, it was pried open using a flat -blade screwdriver, and the specimen was extracted. An additional resection was performed on the oral side and the anal side of the tissue then it was removed. Surgical time was extended for 30 minutes.

Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6)sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigpshell - sig power sigpshell control shell, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned reload adapter was broken. There was damage observed to the tip of the firing rod. Functional testing found that the broken piece of reload adapter prevented another reload from being loaded onto the adapter. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.